Event description:
It was reported that the procedure was to treat a calcified and tortuous lesion in the mid right coronary artery (rca). Pre-dilatation was performed with an unspecified 2.0 x 10 mm balloon. Then the xience prime 3.5 x 18 mm stent was implanted; however a proximal edge dissection occurred. Another xience prime stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.